Event description:
The device tested out of specification during manufacturer's analysis. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a portion of the lead was returned to the manufacturer in segments. Analysis indicates the pin/plug crimp is defective. It was also noted that the defibrillator conductor coil is distorted, the inner tubing is torn, the outer insulation is breached cut, the helix/lobe is distorted/bent and there was blood on the helix.